Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump screen went dark and would not turn on, and caller experienced extreme difficulty pressing button and needed multiple presses to turn pump screen on. Impact to the customer¿s blood glucose level was unknown, as caller declined to provide this information. Customer removed pump from case, followed button press instructions from technical support, and was able to turn on pump screen but issue persisted, so pump was placed into storage mode and customer switched to multiple daily injections for insulin; pump was confirmed in warranty, replacement pump was arranged with shipping details verified, and customer was instructed to enter pump settings, connect continuous glucose monitor to replacement pump, and return problematic pump using provided label.